Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Motor passed motor test.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during basal. Customer¿s blood glucose was 14.9 mmol/l. Customer stated that the drive support cap was not damaged. Customer was able to insulin pump. Customer was advised the customer to return the insulin pump with the battery and zero out the basal rates. The insulin pump will be returned for analysis.